Event description:
It was reported that during a procedure the tip of the unit, without any mechanic pressure or mistake, got loose and fell into the surgical field. Further, the removal of the loosened up took a long time. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.